Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however is reported to have occurred in 2009. D6b: exact explant date is unknown however is reported to have occurred between 2022-2023. D10: medical product: unknown nexgen constrained femoral component 17mm: catalog#ni, lot#ni; unknown femoral stem extension 16x100mm: catalog#ni, lot#ni;unknown nexgen tibial tray: catalog#ni, lot#ni; unknown nexgen tibial extension 12.7 x 30mm: catalog#ni, lot#ni; unknown polyethylene patella: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. G2: literature: nnadozie ekweariri, et al. ¿a rare case of taper junction corrosion in semi-constrained total knee arthroplasty.¿ the knee, vol. 48, 19 mar. 2024, pp. 46¿51, https://doi.org/10.1016/j.knee.2024.02.010. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient underwent an initial total knee arthroplasty. Subsequently, ten (10) years post-operative, the patient experienced approximately one (1) month of knee swelling and radiographic imaging displayed possible increased radiolucency distal to the tibial baseplate. The symptoms resolved and three (3) years later the patient again reported persistent pain, instability, and a suprapatellar knee effusion and on an unknown date underwent a revision surgery. Upon entering the joint, the surgeon encountered copious amounts of grey fluid with sediment and grey and black hypertrophic synovial tissue due to metallosis. The femoral components were loose from the femoral stem and from the distal femur and had significant osteolysis on the distal femur, most notably at the condyles. A small cyst was found under the medial aspect of the tibial baseplate which was retained as the stem was stable. The femoral components and worn poly liner were revised and six (6) days post-operatively, laboratory findings displayed elevated metal ions, allegedly confirming the metal related pathology. The patient had an uneventful recovery and four (4) months post-operatively reports no pain and is ambulating without difficulty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. Visual examination of the provided pictures identified removed hardware which showed notable grey and black staining on the inner surface of the femoral component and the polyethylene liner. The images show corrosion at the articulating aspect within the distal femoral component and mild corrosion surrounding the articulating aspect of the femoral stem. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records and radiographic images were provided and reviewed by a health care professional. Review of the available records identified the following: ten (10) years post-operation, the patient presented with swelling and posterior knee pain. Infection work-up was negative. Radiographs showed possible increased lucency distal to tibial baseplate, no lucency of femoral component. Thirteen (13) years post-operation, the posterior knee pain resolved with conservative therapy but now has returned. Six months following, the patient presents with persistent posterior knee fullness, medial knee pain/instability, and a suprapatellar effusion. Revision surgery recommended. During the revision surgery, it was noted that the taper junction between the titanium alloy stem and cobalt chromium femoral component was the source of the diffuse intra-articular metallosis. Polyethylene liner was removed and found to have minimal wear. Femoral component grossly loose from the femoral stem and loose from the distal femur both implants removed. Significant bone loss (osteolysis) on distal femur, most notably at the condyles. Gray and black staining on the inner surface of the femoral component and corrosion at the articulating aspect of the femoral stem. Small cyst under the medial aspect of the base plate; however, it was elected to leave the tibial stem was stable with a well maintained cement mantle. Femoral revision performed using a distal femoral cone for metaphyseal support. Found corrosion at the modular interface of the femoral stem and grey and black staining on the inner surface of the femoral component. The corrosive wear between the different metal alloys at the articulation between the femoral stem and the distal femoral component likely led to the metallic debris collection in the surrounding soft tissue, hypersensitivity reaction, and subsequent metallosis in this patient. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.